Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating the device was displaying an error message "loudspeaker fault" and no sound. The nurses discovered the problem at start-up. No incidents or adverse events to report.

Manufacturer narrative:
The response service engineer(rse) spoke to the customer and confirmed the speaker failure and inop error displayed on the device. The rse determined that the (453564406631,iv2-flex mechasy loudspeaker assembly) needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided with a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be re-opened.